Event description:
It was reported that the patient was recently hospitalized due to palpitations and slow ventricular tachycardia (vt). During this hospitalization, it was noted that some right ventricular (rv) lead parameters had changed since the patient's previous follow-up visit, including decreased sensing and increased thresholds. The patient also had a reported fall in late (B)(6) 2020. X-ray imaging was obtained and confirmed there was no clear dislodgement of the lead. However, there is possibly a minor change in the lead tip position per x-ray. At this time, this rv lead remains implanted and in service. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recently hospitalized due to palpitations and slow ventricular tachycardia (vt). During this hospitalization, it was noted that some right ventricular (rv) lead parameters had changed since the patient's previous follow-up visit, including decreased sensing and increased thresholds. The patient also had a reported fall in late (B)(6) 2020. X-ray imaging was obtained and confirmed there was no clear dislodgement of the lead. However, there is possibly a minor change in the lead tip position per x-ray. At this time, this rv lead remains implanted and in service. No adverse patient effects were reported.